Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, at resection of rectum of anal side, they connected reload to the adapter. When the surgeon tried to fire the device, they could not fire it. They removed the reload from the adapter and re-connected the adapter to the handle then calibration was performed however, status indicators illuminated blue. They replaced the handle and reload, and the procedure was completed. No patient injury.